Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was gained via the external iliac artery. The 100% stenosed totally occluded target lesion was located in the severely calcified and moderately tortuous artery below-the-knee. The 1.5x20mm coyote¿ es balloon catheter was advanced and during the first inflation, the balloon ruptured at 8atms. There was no kink prior to use and there was no resistance during the procedure. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.